Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device evaluated by MFR: no analysis and no prr required per pip # (B)(4) crm as-reported allegations of infection, erosion, and migration

Event description:
It was reported that this system was removed from service due to erosion. No additional adverse patient effects were reported.